Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 115 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 09:15pm) with results of 61mg/dl and 67mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 46mg/dl (B)(6) 2015 12:01pm. 65mg/dl (B)(6) 2015 07:44am, 57mg/dl (B)(6) 2015 07:21am, 64mg/dl (B)(6) 2015 06:54am, 177mg/dl (B)(6) 2015 09:31pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test or ustrip r ser's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 115 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 9:15pm) with results of 61mg/dl and 67mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fastingfrom meter memory: 46mg/dl, (B)(6) 2015 12:01pm. 65mg/dl, (B)(6) 2015 07:44am. 57mg/dl, (B)(6) 2015 07:21am. 64mg/dl, (B)(6) 2015 06:54am. 177mg/dl, (B)(6) 2015 09:31pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.